Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized seven days after the event onset and was discharged fourteen days later. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (intraperitoneally, 1 gram in first bag then every fifth day for 14 days) and fortum (intraperitoneally, 1 gram in first bag then 500 mg in each bag, duration not reported). It was reported the patient was not recovering from the event, their pd catheter was discontinued and they were switched to hemodialysis. No additional information is available.